Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage of the charge-coupled device unit, image noise occurred and image could temporarily be seen. Due to damage on charge-coupled device unit, a noise image occurred. Adhesive on distal end was worn. Due to damage on control section, angulation lever did not move smoothly. Due to damage on the locking engagement lever, bending section could not be fixed firmly. The control unit, grip, up/down plate, right/left lever, locking engagement lever, light guide-cover glass, light guide connector, control unit, video connector, and video connector case were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had blurry image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image failure occurred due to a defective image sensor unit, defective circuit board of the video connector, or a system defect. A final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the blurry image occurred during a therapeutic laparoscopic liver resection procedure. The device was inspected prior to use. The procedure was completed using a similar device without delay. No additional anesthesia was required for the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred because of a kink of the image sensor unit cable which may have led to disconnection of a part of the signal cable of the image sensor unit cable. The kink may have been caused by excessive twisting and bending. Olympus will continue to monitor field performance for this device.